Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery (sfa) and left external iliac artery (eia). After placing the 6fr guiding sheath, non-boston scientific guidewires were tried to cross, but failed. Another non-bsc guide wire crossed the lesion, and pre-dilation was performed using 3mm non-bsc and 4mm coyote balloon catheters, and two eluvia devices were placed. Post dilation was then performed with 5x220 sterling otw balloon catheter, and procedure in sfa was completed. Next, when in-stent dilatation was performed using 6.0mmx40mmx135cm (4f) sterling in 8x40 non-bsc in-stent restenosis (isr) in eia, the balloon ruptured before reaching 14 atmospheres on the second inflation. After imaging, stenosis in isr also improved under angiography, and it was also confirmed upon ivus. Since lumen also extended, the procedure was completed up to this point without replacing the device. The target treatment was completed. No patient complications nor injuries reported.